Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii seal was cracked after loading the device. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Investigation results: the device was returned to the factory for evaluation. It showed signs of clinical usage and slight evidence of blood. A visual inspection determined that top portion of the loader had been removed from the device and was not returned. The seal was returned outside of the delivery device. The safety lock and plunger were not depressed on the delivery device. No cracks were observed on the returned seal. Based upon the evaluation results, the reported complaint could not be confirmed. (B)(4).